Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('remaining piece of essure') and allergy to metals ('allergy to nickel, copper, silver, tin, titanium and platinum') in a 42-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required) and complication of device removal ("remaining piece of essure"). The patient was treated with surgery (essure removal, first operation on (B)(6) 2016, second operation on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, allergy to metals and complication of device removal outcome was unknown. The reporter considered allergy to metals, complication of device removal and device breakage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: results lean towards delayed sensitization to nickel, copper, silver, tin, titanium and platinum. X-ray of pelvis and hip - on (B)(6) 2017: indication: search for a remaining piece of essure. Results: presence of a metallic opacity about a millimeter in size projecting opposite the median part of the sacral wing, corresponding to a remaining piece of essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of ptc. On 19-mar-2021: ha reference number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('remaining piece of essure') and allergy to metals ('allergy to nickel, copper, silver, tin, titanium and platinum') in a 42-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required) and complication of device removal ("remaining piece of essure"). The patient was treated with surgery (essure removal, first operation on (B)(6) 2016, second operation on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, allergy to metals and complication of device removal outcome was unknown. The reporter considered allergy to metals, complication of device removal and device breakage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: results lean towards delayed sensitization to nickel, copper, silver, tin, titanium and platinum. X-ray of pelvis and hip - on (B)(6) 2017: indication: search for a remaining piece of essure. Results: presence of a metallic opacity about a millimeter in size projecting opposite the median part of the sacral wing, corresponding to a remaining piece of essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-mar-2021: the case will be deleted from bayer pv database. Nullification reason: this case was identified as duplicated and was transferred to the case (B)(4). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('remaining piece of essure') and allergy to metals ('allergy to nickel, copper, silver, tin, titanium and platinum') in a (B)(6) year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required) and complication of device removal ("remaining piece of essure"). The patient was treated with surgery (essure removal, first operation on (B)(6) 2016, second operation on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, allergy to metals and complication of device removal outcome was unknown. The reporter considered allergy to metals, complication of device removal and device breakage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: results lean towards delayed sensitization to nickel, copper, silver, tin, titanium and platinum. X-ray of pelvis and hip - on (B)(6) 2017: indication: search for a remaining piece of essure. Results: presence of a metallic opacity about a millimeter in size projecting opposite the median part of the sacral wing, corresponding to a remaining piece of essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.